Manufacturer narrative:
Evaluation summary: two device samples were received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic on each device. The disengaged plastics were not returned. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the devices. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's insulation fell apart during a procedure. Based on the image provided, it looks like it broke off and melted. Nothing fell into patient's cavity. A new device was used to complete the procedure, and no patient injury resulted.